Manufacturer narrative:
(B)(4). Follow up it was reported that the syringe contained fluid. As a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The photograph depicted a packaging blister top web, from which no additional relevant details could be determined. A device history record review was conducted for material number 302832, lot 5342566. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were completed in accordance with established specification requirements. There have been no other similar events reported for this lot to date. Based on the available information and the photograph provided, the reported issue could not be confirmed. In the absence of a physical sample for evaluation, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, syringe 30ml ll s/c 56 , syringe has some sort of fluid in it.